Manufacturer narrative:
The date of event and date of explant are unknown. The patient's weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient's ipg was explanted.